Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that the pyxis ciisafe system currently blocking the training of this medication. When attempting to train the barcode in ciisafe, we receive an error message stating, "unable to save barcode". A customer reported that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Supplemental MDR no. 2016493-2025-05335_supplemental1 was submitted to recall MDR no. 2016493-2025-05335 as determined to be ciisafe and no real impact to the patient care workflow. Hence 2016493-2025-05335 was recalled and considered as non-reportable.

Event description:
It was reported that when using the bd pyxis¿ cii safe system currently blocking the training of this medication. When attempting to train the barcode in ciisafe, we receive an error message stating, "unable to save barcode". A customer reported that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.